Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that that since implant, their implant battery has stuck out. Pt said that when they met with medtronic reps on january 7th, they thought (along with the nurse practitioner) that maybe the implant battery has moved. The patient stated they had a lot of falls and the falls started last year in january where they broke three ribs and tore their hip. Pt said they had another fall in july after that and then another following that but they weren't sure when. Pt said that when they had an x-ray scheduled for tomorrow on their spine to see if their leads have moved because they recently had a meeting with medtronic rep (B)(6) and (B)(6) on january 7th and they thought the leads may have possibly moved. Pt said they had to cancel their x-ray because they just tested positive for covid.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported ever since they were implanted with their device they've had a hard time charging their ins. Pt stated it takes a long time to initiate a charge session and they had to press the recharger paddle into their implant to get it to connect. Pt stated they spoke with their hcp about the issue and their hcp said it seems like the ins moves around in the pocket. Pt also commented that they have fallen several times since being implanted with the device. Pt stated their worst fallwas in (B)(6) of 2021 and they broke 3 ribs and damaged their knee. Pt also said they fell on their right hip in (B)(6) of 2021 and an MRI showed that they tore the muscle and either cartilage or a tendon. Pt stated they were referred to a specialist and was told they don't operate for that and told pt they had to go to physical therapy and let it heal. Pt said the last time the fell was (B)(6) 2021 and they fell on their abdomen and knees. Pt stated they felt as though they could have possibly cracked a rib but did not go to the doctor. Pt stated they have an upcoming appointment on (B)(6) 2022 to see if their leads have migrated from falling. Pt also mentioned they tested positive for covid on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2021(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they got a new remote and still had problems so they called again for help. The remote seemed to work now and they were grateful. The patient noted one lead had moved some but not enough that it won¿t work and the battery seemed to be on its side. The patient noted with the recharger working it was ¿so far, so good¿.